Event description:
It was reported that pump screen was damaged, making it harder for customer to read. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were reported.